Event description:
Lawsuit claims the pt received cemented knee prosthesis in the right knee in 1995 and in the left knee in 1995. The knee(s) is alleged to have failed after 5 years due to premature deterioration of the poly.